Manufacturer narrative:
The cartridge was discarded and not available for evaluation. All devices must meet all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on 21 jan 2023 from the caregiver of a 62 year old male patient with a medical history including interstitial nephritis and end stage renal disease, who observed an unspecified amount of blood leaking outside the bloodlines at the conclusion of a home hemodialysis treatment on (B)(6) 2023. Additional information was received on 24 jan 2023 from the home therapy nurse (htn) who stated the patient did not experience any symptoms and did not require medical intervention. Following the event, the patient continues to treat with the nxstage system.